Event description:
The customer reported that on (B)(4) 2012, two leaking bottles of access wash buffer ii was identified in a shipping carton. The carton did not appear to have been damaged during shipping. It is unknown as to whether personnel handling the bottle were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii bottle is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possessed a hazardous exposure plan.

Manufacturer narrative:
It was requested that the bottles be returned to manufacturer for investigation. However, the customer had disposed of the bottles. (B)(4).